Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 co2 supply line defective. The co2 discharge has detached from the btt port. Per photo provided by the complainant, the co2 line is not connected to the btt port. Completed with new device. There was a delay. No harm to patient.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h10 . The device was returned to the factory for evaluation on 04/04/2024. A photograph was provided by the account. A photographic evaluation was conducted. Product information was observed in one photograph. Signs of clinical use and no evidence of blood was observed on the btt. The insufflation tube was observed to be disconnected from the body of the btt. No other visual defects were observed in the photograph. A visual inspection was conducted on 04/10/2024. Signs of clinical use and no evidence of blood was observed. The insufflation tube was observed to be detached from the intact body of the btt. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "connection issue" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000359541 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.